Event description:
It was reported that during the implant attempt, the patient had tamponade due to a perforation. A pericardial drain was performed. It was noted that the lead was not acceptable for placement due to patient anatomy. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.